Event description:
Epidural pump would not run, alarming "upstream occlusion." Troubleshooting indicated that the pump itself was malfunctioning. The pump was replaced without difficulty. This incident had no effect upon the patient's condition. Dilaudid 10 mcg/ml / bupivacaine 0.0625% was being administered.